Manufacturer narrative:
The exposed lead had been implanted in a location with low tissue volume and thin skin, possibly contributing to the erosion of the skin and exposure of the lead in that location. No cultures were taken to confirm or rule out infection, however visually there were no signs of puss or drainage at the exposed lead.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 and reported good pain relief from the system upon activation. On the morning of (B)(6) 2023 the patient presented to the physician's clinic with a portion of the implanted lead having eroded through the skin and becoming exposed. A full system explant was performed on (B)(6) 2023 due to the exposed lead and potential for infection.